Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer had used a (B)(4) battery before. The screen is now blank. Customer was advised to place a new (B)(4) battery in the pump but the pump is still off. Customer's blood glucose level was 4.5 mmol/l. Pump was not dropped or bumped. Customer stated that the battery cap was damaged. Customer has a back-up plan and will monitor their blood glucose levels. Customer was advised to use a new aaa (B)(4) battery when she receives the new battery cap. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.